Manufacturer narrative:
Article citation: ¿preliminary results supporting the bacterial hypothesis in red breast syndrome following postmastectomy acellular dermal matrix- and implant-based reconstructions.¿ author: danino michel a, m.d., ph.d., arij m. El khatib, m.d. Ophélie doucet lan dao johnny I. Efanov, m.d. Joseph s. Bou-merhi, m.d. Monica iliescu-nelea, ph.d.; plastic and reconstructive surgery, volume 144, number 6 (p 988e-992e); december 2019. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biofilm, wound dehiscence, and red breast syndrome.

Event description:
Journal article ¿preliminary results supporting the bacterial hypothesis in red breast syndrome following postmastectomy acellular dermal matrix- and implant-based reconstructions¿ reported patient who experienced left side ¿red breast syndrome,¿ biofilm, and possible wound dehiscence with a tissue expander. Patient had history of breast reconstruction with concomitant use of acellular dermal matrix. Symptoms presented 21 days post implant. The device has been explanted.